Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor did not pass incoming functional testing and displayed discharge profile faults. The cause for the failure was isolated to an open r46 resistor that had thermal damage on the computer/analog board. The q2 component was also shorted. The root cause for the open r46 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.